Manufacturer narrative:
It was reported that the battery did not last as long as expected. Additionally, there was a 423-cycle count. The battery (bat044196) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con303768, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed that the battery discharged as expected when in use and cycle count within the range of useful life. Power switching events were recorded due to momentary disconnections involving bat044196. The reported events could not be confirmed; however, the recorded power switching events were most likely perceived by the patient as the reported power consumption. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and battery. The manufacturer has an open internal investigation to evaluate momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Correction: dev ret to MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of data files revealed that the battery discharged as expected when in use and cycle count within the range of useful life. Power switching events were recorded due to momentary disconnections involving the battery. The reported events could not be confirmed; however, the recorded power switching events were most likely perceived by the patient as the reported power consumption. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and battery. An internal investigation is reviewing momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery did not last as long as expected.  It lost charge "faster than usual".  There was a 423-cycle count.  The battery was replaced.  No patient complications have been reported as a result of this event.